Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: display front defective. Correction: replaced display front.

Event description:
The following was reported to hamilton medical ag: summary: function keys are not working.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: display front defective. Correction: replaced display front. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: function keys are not working.